Event description:
The patient contacted animas on (B)(6) 2012 reporting that the ok button was difficult to press and had a delayed and intermittently response for 2 months. The patient stated that the pump keypad just started peeling from the ok button earlier in the day. The patient reportedly wore the pump on the outside of clothing and did not clean the pump. This report is made based on the allegation of the ok button response issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad is torn at the bottom of the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. All keypad buttons were found to be responding appropriately. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.